Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The DHR was unable to be reviewed for this device since the device is over 15 years old. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The case is not due to design. Based on the results of the investigation, a definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Event description:
The olympus regional repair center (B)(6) was informed that a customer camera head was returned due to a report of "the cable at the camera socket is bare" during an unspecified event. However, upon inspection and testing, the cover glass in the adapter/focus ring was found missing. As a result, several wires are exposed. No patient /user injury or harm was reported.

Manufacturer narrative:
The evaluation found the cover glass in the adapter/focus ring is missing. Additionally. The insulation on the cable has slipped. As a result, several wires are exposed. Liquid residue is on the buttons of the ccd (charged coupled device) unit. There are interfering stripes in the image. The adapter is worn and corroded. The investigation is ongoing; therefore, the root cause of the reported issue/malfunction cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.